Event description:
It was reported that the stylet protruded from the middle of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the stylet protruding through the catheter shaft is confirmed; however, the exact cause is unknown. One photograph of a groshong was returned for evaluation. An initial visual observation of the photograph showed the stylet was protruding through the catheter at approximately 5.5 centimeters. The proximal end of the catheter was not observed in the returned photograph. No use residue was observed on the device. No other damage to the device was observed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.